Manufacturer narrative:
(B)(4). Concomitant medical device: dome hole plug single pack, # item: 00875700001, lot: 63070524; m / l taper femoral stem, # item: 00771101200, lot: 62282290; continuum shell, # item: 00875705200, lot: 63035179; bioloxâ® delta, ceramic femoral head, # item: 00877503601, lot: 2778810. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02686, 0001822565-2019-02685 and 0001822565-2019-02689. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 1 month post initial surgery due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-0056.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-0056.